Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - the insert from the original surgery wore to the point of failure. The femoral and tibial components were retained and the insert was successfully replaced.